Event description:
The following information was provided through a post-marketing study. A male with a history of proliferative vitreoretinopathy (pvr) and retinal detachment had surgery in 2005. A vitrectomy, lensectomy and laser photocoagulation were performed. Migration of the product in the anterior chamber was identified following surgery. The product was removed by anterior chamber paracentesis on the next day. The patient was improving 3 months later. The surgeon considers this event non-serious.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.